Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was an issue with communication between the server and the station. The station was not connecting to the server, patient updates were not being received, and the device was not found in remote smart services (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating from server to station. A field service engineer (fse) verified with information technology that an active port was present and reseated and reconfigured the ethernet connections. Communication was restored. The system functioned as intended after the field service engineer repaired the device.